Manufacturer narrative:
An investigation has been initiated based on the reported information.

Event description:
The initial report identified the device being returned as an a1001, upon receipt and evaluation, the device was identified as a triad skull clamp (a1108). It has been reported that the skull clamp; base unit and swivel adapter were being returned due to involvement in an incident while in contact with a patient in which the patient sustained an injury. Additional information was received july 11, 2006: the a1108 skull clamp was secured to the patient. The two pins in the rocker arm slipped which contributed to the patient sustaining two lacerations. It was further clarified that the base unit (RMA #29717) and the swivel adapter (RMA #29720) were not involved in the incident , but returned for evaluation only.